Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor readings. The customer states the sensor was 40mg/dl and the pump suspended. The customer states their blood glucose level was actually 423mg/dl. The customer treated the high with bolus wizard. The customer declined to troubleshoot.